Manufacturer narrative:
Age at time of event: 18 years old and above. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03473. It was reported that the burr was stuck in lesion. The target lesion was located in the calcified and tortuous mid right coronary artery. A rotalink¿ advancer and a 1.50mm rotalink¿ burr were selected for use. The devices were prepared as per direction for use. Platform speed was set to 160,000rpm outside the patient. The burr was then introduced up the guide with no problems and started to burr the proximal calcified lesion. With 3 pecks of the burr it crossed the proximal lesion and proceeded straight down to the mid lesion. The 1.50mm burr crossed with no concern or excessive forward pressure. The rotational speed of the burr was 160,000rpm when it crossed the mid lesion and then quickly dropped to 140,000rpm then 60,000rpm then stalled in the lesion as the physician was pulling the burr back through the lesion. The device was not able to rotate again and the burr was stuck in the distal lesion, unable to be removed from the lesion. The distal lesion where the burr was stuck was on a 90 degree bend with calcification. Attempts were made to remove the burr by advancing a balloon down the side of the burr and inflating to open the lesion, as well as cutting the rotablator shaft and delivering a guideliner over the burr shaft to push over the burr and pull the system out. Both these attempts were unsuccessful. The patient was then sent for coronary bypass surgery to remove the device and have bypass graft attached distal to where burr was trapped. The patient remained stable throughout the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr devices were received attached together as a single unit. The advancer knob was received loosened in a backward position. There was blood in the advancer device and in the housing of the burr catheter device. The advancer and handshake connection were microscopically and visually examined. There was no damage or irregularities identified. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and did not run. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the wire and burr was cut to remove the burr shaft sheath to be able to attempt to put a guideliner over the burr shaft and help with the burr removal.